Event description:
Various dates in late august and early september, 2000. Pts tested with different batches (lot) of h. Pylori eia are negative or positive depending upon the batch (lot) of kit used. Vendor says this lot-to-lot variability is expected. Cannot rely on test for lab data.